Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had a bleeding due to inadequate seal at the time of the procedure, there was no regrasp alert and an end tone was heard.